Event description:
It was reported that the patient was presented in the operating theater for a lead revision. During the procedure, the device exhibited a radio frequency telemetry anomaly. The device was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description : analysis confirmed normal device characteristics.